Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No cracks were noted on the battery tube.

Event description:
It was reported that the insulin pump had a crack on the top right corner of the display. Customer's current blood glucose reading is 256 mg/dl. No further information reported.